Manufacturer narrative:
The explanted device was not returned to bsn as it was discarded by the medical facility.

Event description:
A report was received that the patient was having discomfort at the pocket site. The patient underwent revision procedure battery was replaced. No device malfunction suspected. The patient was doing well postoperatively.